Manufacturer narrative:
Section a4, a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, there is no indication that the lens was implanted. Hence, not explanted. Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The customer reported open, wasted, lens damage with an intraocular lens (iol) for the left eye of a patient. It is unknown if there was patient contact. It was indicated that the issue is not related to use error. There were no medical and or surgical interventions required. The iol is not returning as it was discarded. No further information was provided.